Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had alarmed with no delivery and failed battery test. The patient's blood glucose at the time of event was 318 mg/dl, and at the time of call it was 451 mg/dl. The customer had been unable to treat for her hyperglycemia. The customer stated that she had received a no delivery alarm during a bolus attempt and had so far been unable to clear the alarm. She also received a failed battery test; troubleshooting was initiated for that particular alarm. Upon inspection there was no discernible damage or corrosion to the battery cap contacts or battery compartment. The patient cleaned the battery cap contacts with alcohol and changed the battery to a new aaa alkaline battery and the pump did not alarm with failed battery test. The customer was advised to monitor the pump. No products were returned and a replacement battery cap was shipped to the customer was a courtesy to rule out any possible issues with the battery cap.